Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a crack in the bd q-syte¿ luer access split-septum stand-alone device caused liquid to leak out onto the patient's arm. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 9:15 on (B)(6), when the nurse was preparing the infusion for the patient, the crack in the middle caused the liquid to ooze and flow to the patient's arm, causing the patient's skin to become red and uncomfortable."